Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation; however, upon inflation the balloon ruptured due to calcification. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified anterior tibial artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation, however, upon inflation the balloon ruptured due to calcification. The procedure was completed with a different device. No patient complications were reported and the patients status was stable. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast inflation lumen and balloon. The balloon was loosely folded. There was a 1.5cm longitudinal tear in the balloon starting at the proximal end of the balloon. Inspection of the device presented no other damage or irregularities.